Event description:
It was reported the valve was explanted due to endocarditis. There were no structural abnormalities noted on the valve at the time of explant. The valve was replaced with another co's medical valve, and the pt had an uneventful recovery and at present is free of any evidence of endocarditis.